Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument had debris that were lodged in between the grip cables at the yaw pulley. A review of the information associated with this event has been performed by post market failure analysis engineer (fae) fae. The following additional information was provided: the lodged object was not a component from the fenestrated bipolar forceps instrument. The source of the object was not clear, it looked somewhat like a staple, but seemed too long to be from an intuitive reload staple.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.